Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Severe signs of abrasion were found along the lead body. The insulation was found damaged at multiple locations. The abrasion in the proximal area of the lead was consistent with exposure to constant friction against the generator housing, whereas the shape and texture of the abrasions in the distal area of the lead most likely occurred due to interactions with a near-by lead and with modified tissue. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.